Event description:
Patient admitted from clinic with recurrent hemolysis; ldh 1018 on (B)(6) 2016. Patient with symptoms of hemolysis on last admission ((B)(6) 2015) but pump exchange deferred due to acute cva. Baseline ldh 300-400's. Patient with no evidence of hemoglobinuria or heart failure symptoms. Cardiac CT demonstrated no outflow obstruction on (B)(6) 2015. Patient placed on heparin gtt. But continued to have increased ldh and required pump exchange on (B)(6) 2016.